Manufacturer narrative:
For the investigation, x-ray images and images from the follow up surgery were reviewed as well as follow up discussion with the zimmer rep that was present in the scp surgery and the follow-up surgery after the complaint. X-ray images show several loose bodies of material surrounding the tissue in the patella-femoral area of the knee both anterior and lateral areas. The rep present in the original scp surgery reported that injections were performed in both the proximal tibia and distal femur of the knee at the time of surgery. There was nothing unusual observed during the surgery - both injection into the tibia and femur was reported without incident. It was stated that during the case there was no evidence of any misplaced material using c-arm imaging and also confirmation using arthroscope in the joint of the knee during surgery showed no evidence of any extravasated bsm material into the joint. It is noted from the case - so a possible total of 10cc of accufill was used at time of surgery. The patient complained of pain weeks after the surgery so follow-up x-rays were taken which showed loose bodies of material surrounding the knee. The rep also stated that in follow-up MRI's, the MRI report indicated that there was sm material present in the tibia at the site of injection but there was no similar evidence of material in the targeted injection area in the distal femur - however there was evidence of material surrounding the femur and in the joint. Follow-up arthroscopic surgery was performed to remove the loose bodies of material from the knee. The zimmer rep was present in the case to observe. From images the arthroscope of the knee it was observed that hardened white material was in the joint and in surrounding tissues of the knee.

Event description:
The surgeon reported that a patient who received a subchondroplasty procedure on the tibia was not doing well. The surgeon stated that the x-ray showed lateral and patello-femoral loose bodies and the patient was in pain. The surgeon injected medial but the pathology was seen lateral and anterior in the soft tissues.